Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that the lead was returned in three pieces. The insulation was abraded at 18.3 cm to 18.7 cm from the connector pin which exposed the proximal coil. Abrasions are consistent to constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.